Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving preservative free normal saline, phosphate-buffered saline via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported that post operatively the patient had redness and drainage at the pump site. Factors that may have led to the issue were the patient had recent bladder infections and history of recurring infection. The patient was sent to the emergency room where it was decided that the pump needed to be explanted and the patient placed on antibiotics. The pump was explanted (B)(6) 2019 and was discarded. The patient was placed on antibiotics. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were unknown. No further complications were reported.